Manufacturer narrative:
Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The returned gamma3 target device shows slight traces of use but no specific damage. A functional check was performed using a sample gamma ti trochanteric nail 10x200mm / 125° together with a sample speedlock sleeve gamma3 200 and a sample nail holding screw gamma3 8x35mm. All locking modes were checked with a sample drill, drill sleeve and tissue protection sleeve. The drill did not have contact to the nail in any way but passed the drill holes without any problems. The reported event could not be confirmed. Based on the above the occurred distal misdrilling of the target deice was not linked to a deficiency of the device but was rather user related.

Event description:
Increasingly distal miss drilling. Surgical delay of 10min. Not longer. No other consequences reported. The event was resolved by distal freehand locking.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Increasingly distal miss drilling. Surgical delay of 10min. Not longer. No other consequences reported.